Event description:
Patient was having robotic surgery for a lung resection on (B)(6) 2015. During the use of the endo catch, part of the bottom of the plastic bag separated away. Two pieces of the bag were retrieved. The bag is stretched out and it is impossible to fit the pieces back together to say with certainty if all pieces were retrieved. The surgeon did a thorough check and feels confident that all pieces were retrieved. This bag is non-x-ray detectable. It is a disposable piece of equipment-1x use.